Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that had expired in january 2024. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" following the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips and meter are reading correctly, and to ensure proper technique. After the above was received, an attempt to follow up with the user was made, however, no response has been received to date. The high bg reading may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On april 25th, the user contacted dario to report a high blood glucose (bg) reading. The user reported received a high bg reading of 493 mg/dl from his dario meter compared to a lower bg reading from a non-dario meter.